Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that at some time after the talent bifurcated stent graft was implanted, a proximal type I endoleak was noticed. Approximately 1.5 months ago, the physician elected to intervene for the endoleak with an endurant aortic extension stent graft, which was, however, ineffective in resolving the endoleak. Several weeks later, the physician then elected to explant the talent bifurcated graft and surgically convert the patient. The talent stent graft was found to have had a hole in the proximal/infrarenal part of the graft, representative of a type iii endoleak. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation codes, results: (endoleak), evaluation codes, conclusion: (graft material). (Intervention required). (Type iii endoleak, fabric).